Event description:
It was reported that when the customer was trying to remove the product from the patient, the cuff got caught in the trachea. The product was removed by making an incision in the trachea. No additional information is available for this complaint.